Event description:
Damage to the pump housing and usb port was reported, affecting the ability to charge the pump. There was no adverse impact to the customer's blood glucose level as the pump did not shut down. Since the pump was out of warranty, the customer decided to purchase a new pump using their health fund and received a suppliers report.